Event description:
During the atrial fibrillation procedure, a thrombus occurred. There was high impedance in the middle of the procedure, and a thrombus was confirmed on the tip of the catheter outside of the body. There was no change in the irrigation flow during the procedure. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. No char or blood-like substances were noted at the distal tip of the catheter. The device met specifications during temperature testing, occlusion testing, and leak testing. In addition, electrode 1 and the tip thermocouple met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported thrombus remains unknown.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Electrode 1 met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the reporting person, no thrombus was confirmed during or after the procedure. Electrical property issues may require troubleshooting or replacement of the device, which is likely to resolve the issue and would not result in serious injury or death to the patient, making this event not reportable.